Event description:
It was reported that when an asymptomatic patient transmitted data via (B)(4) at home transmission, non sustained lead noise due to post-paced t-wave oversensing was noted. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.